Event description:
It was reported that the patient received multiple inappropriate shocks and untreated episodes due to oversensing of noise. The sensing vector was reprogrammed from primary to secondary. Boston scientific technical services (ts) was consulted and noted that there were 14 treated episodes and 35 untreated episodes with 18 inappropriate shocks that were stored due to oversensing of non-physiologic noise in combination with a sudden loss of cardiac signal and baseline shifting. Ts discussed that the noise can be a result of sudden changes in the impedance pathway of the sensing vector and suggested further testing and an x-ray. The patient was brought in for follow-up. No noise was able to be reproduced when the electrode was manipulated. When the patient lifted their left arm, the signal was able to be reproduced, but only provoked slight myopotentials. An x-ray was taken, which showed no signs of insertion or lead integrity issues. However, the subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to be rotated by at least 90 degrees compared to implant, thus changing the position of the electrode. The patient was left programmed in secondary sensing vector and will be seen for follow-up evaluation in a month.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received multiple inappropriate shocks and untreated episodes due to oversensing of noise. The sensing vector was reprogrammed from primary to secondary. Boston scientific technical services (ts) was consulted and noted that there were 14 treated episodes and 35 untreated episodes with 18 inappropriate shocks that were stored due to oversensing of non-physiologic noise in combination with a sudden loss of cardiac signal and baseline shifting. Ts discussed that the noise can be a result of sudden changes in the impedance pathway of the sensing vector and suggested further testing and an x-ray. The patient was brought in for follow-up. No noise was able to be reproduced when the electrode was manipulated. When the patient lifted their left arm, the signal was able to be reproduced, but only provoked slight myopotentials. An x-ray was taken, which showed no signs of insertion or lead integrity issues. However, the subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to be rotated by at least 90 degrees compared to implant, thus changing the position of the electrode. The patient was left programmed in secondary sensing vector and will be seen for follow-up evaluation in a month. Additional information was received that the patient received another inappropriate shock in secondary vector presenting the same oversensing issues. Subsequently the physician opted to perform a revision procedure. During the procedure it was noted that the s-ICD was not fixated within the pocket. It was observed that the fixation was encapsulated by tissue. There was no tension on the electrode, however a sharp kink at approximately 5 centimeters from the header was visible. The physician explanted and replaced the s-ICD and electrode. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the patient received multiple inappropriate shocks and untreated episodes due to oversensing of noise. The sensing vector was reprogrammed from primary to secondary. Boston scientific technical services (ts) was consulted and noted that there were 14 treated episodes and 35 untreated episodes with 18 inappropriate shocks that were stored due to oversensing of non-physiologic noise in combination with a sudden loss of cardiac signal and baseline shifting. Ts discussed that the noise can be a result of sudden changes in the impedance pathway of the sensing vector and suggested further testing and an x-ray. The patient was brought in for follow-up. No noise was able to be reproduced when the electrode was manipulated. When the patient lifted their left arm, the signal was able to be reproduced, but only provoked slight myopotentials. An x-ray was taken, which showed no signs of insertion or lead integrity issues. However, the subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to be rotated by at least 90 degrees compared to implant, thus changing the position of the electrode. The patient was left programmed in secondary sensing vector and will be seen for follow-up evaluation in a month. Additional information was received that the patient received another inappropriate shock in secondary vector presenting the same oversensing issues. Subsequently the physician opted to perform a revision procedure. During the procedure it was noted that the s-ICD was not fixated within the pocket. It was observed that the fixation was encapsulated by tissue). There was no tension on the electrode, however a sharp kink at approximately 5 centimeters from the header was visible. The physician explanted and replaced the s-ICD and electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.